Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that everything was working great until yesterday, when they noticed they were not getting such symptom relief. The caller stated that they had to characterize themselves due to the return of symptoms. The reason for the call was that they were in need of assistance with adjusting therapy. The agent walked the caller through connecting to the implant and adjusting stimulation. The caller was able to increase stimulation to a comfortable level. Pss was reviewed to track and monitor their symptoms, and they should be seeing a 50% reduction in symptoms. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned that they changed the stimulation strength on july 17, and on july 18, they changed the program with mdt rep help. Today, therapy is working fine; they will continue tracking symptoms.

Event description:
Additional information was received from the patient. They reported that they experienced urinary retention prior to the device. They stated that it was unknown if it had worsened because of the device or therapy. They stated that the device was unpredictable. It was great with it did work, but they experienced hours daily of an inability to void. They also stated that catheterization was not their standard of care prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 additional information was received from the patient. They repeated that that from the middle to the late afternoon, they had to self-cath themselves because they had a gradual buildup of urine during the day. The patient stated it wasn't terrible and that it has been this way for them since they got the implant. The patient stated then they would wait until bedtime to self-cath again so they could sleep through the night and it would be fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.